Event description:
It was reported that the insulin pump randomly stopped delivering insulin entirely. There was no reported impact to the customer¿s blood glucose level. The customer declined follow-up with technical support, and no additional information regarding the outcome was obtained.